Event description:
It was reported that the right atrial (ra) lead of this pacemaker system exhibited loss of capture (loc). Surgical intervention was done to replace the ra lead and the pacemaker. No additional adverse patient effects were reported. This product was explanted.